Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the midsection lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a kink on the shaft polymer extrusion located at the wire-port. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 90% stenosed, target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed a stent damaged.